Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber had melted during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber had been destroyed at the healthcare facility. Without the complaint device, we are unable to determine the root cause of the fault observed. We attempted to obtain more information from the healthcare facility; however, we were unable to conclude definitively the root cause of the reported fault based on the limited information we received. All chambers are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. This suggests the reported damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "ensure there is a water supply connected to the chamber and that water is present within the chamber." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).